Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. The customer's blood glucose (bg) level was 50-150 mg/dl. The cause for low bg levels was unknown. Customer consumed carbohydrates to treat low bg level and continued to use the pump for continued insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.